Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the pusher assembly was kinked. If the pusher assembly is forcefully advanced against resistance, damage such as a kink may occur. Further evaluation of the returned ruby coil lp revealed that the pet lock was intact on the proximal of the pusher assembly, the embolization coil was detached from its pusher assembly, and the braided shaft was undamaged on the distal shaft of the pusher assembly. This damage was incidental to the reported complaint. The root cause of the reported advancement issue from the starting position could not be determine. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of failure in advancing.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) branch using ruby coil lps. During the procedure, a ruby coil lp would not advance from the starting position of introducer sheath, and the pusher assembly of the coil became bent. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.